Manufacturer narrative:
During follow up, it was reported that the patient has recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, and outcome were not reported. It was not reported if the patient was hospitalized for the peritonitis event. Action taken with pd therapy was not reported. No additional information was available.